Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead dislodged. The lead was repositioned on (B)(6) 2020. The lead was noted to be dislodged again on (B)(6) 2020, confirmed via x-ray. The threshold was noted to be abnormal. The lead was repositioned. The patient was stable throughout.